Event description:
Device malfunction: device stuck. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of starclose device attempted arteriotomy closure of the right femoral artery following an interventional procedure. The device reportedly got stuck in the artery. The physician tried counter-tension, but was unsuccessful in removing the device. The device was removed and the access site was surgically closed. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.